Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced defective mesh, fluid collection, infection, abscess, purulent discharge, adhesions, fistula, serosal injuries, mental pain, impairment, loss of enjoyment of life, disability, labs abnormal for wbc; hemoglobin; hematocrit; glucose; platelets; c-reactive protein; magnesium; phosphorus; potassium; ast ; alt; calcium; albumin; total bilirubin; sodium, mycobacterium fortuitum, strep, haemophilis parainfluenzae, klebsiella aerogenes, lactose fermenting gram negative rods, actinomyces species, ceftriaxone, serratia, bacillus, bacteremia, fibrous serosal adhesions, inflammation, edema, fistulous tract, gaseous/air collection, hyperemia, transverse colitis, ileus, scarring, ischemic changes, small bowel perforation, candida albicans, mild abdominal/pelvic wall thickening, bleeding, tachycardia, abdominal pain, hematoma with ecchymosis, blood clots, abdominal soreness, decreased energy, difficulty sleeping, wound dehiscence, fluid filled bump at edge of incision, induration, erythema, tenderness, wound leaking pus, loculations, vomiting, fever, chills, swelling, nausea, neutrophilic leukocytosis, hostile abdomen, nociceptive <(>&<)> neuropathic pain, tongue & perioral numbness, abdominal cramping, distention, night sweats, itchy, agitation, failure to thrive, weakness, limited physical activity, feeling ill, headache, bloating, shortness of breath, diarrhea, boggy tissue, tissue slightly blackened around site with serosanguinous drainage, fungal infection, bullae, febrile, fatigue, fluctuance, electrolyte imbalance, & muscle spasms. Post-operative patient treatment included removal of mesh, fluid collection drainage, small bowel was resected, take down of adhesions, serosal injuries repaired, CT scan, ultrasound, pca for pain control, npo, IV fluids, ng tube, abdominal binder, use of jp drain, multiple exploratory lap, wound exploration, evacuation of hematoma, blood clots extruded, component separation, pain medication, antibiotics, wound care, soft tissue drainage catheter placement under CT guidance, PICC line placement, multiple hospitalizations, lidocaine infusion, IV anti-nausea medication, bowel regimen, parenteral nutrition, tpn for nutritional supplementation, IV anti-fungal, electrolyte replacement, bowel rest, nerve block, fistula tract excision, complex abdominal wall closure, wound vac, multiple drainages of abscess, urethral catheterization, medication, & pt.

Manufacturer narrative:
(Patient codes, device codes, ime e2402: boggy tissue, blackened tissue, fluctuance, abdominal/pelvic wall thickening, induration, neutrophilic leukocytosis, failure to thrive, labs abnormal for wbc; hemoglobin; hematocrit; glucose; platelets; c-reactive protein; ast ; alt; albumin; total bilirubin, gaseous/air collection, transverse colitis, ileus) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced defective mesh, fluid collection, infection, abscess, purulent discharge, adhesions, fistula, serosal injuries, mental pain, impairment, loss of enjoyment of life, disability. Post-operative patient treatment included removal of mesh, fluid collection drainage, small bowel was resected, take down of adhesions, serosal injuries repaired.